Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the right ventricular (rv) lead was difficult to connect to the new device. The physician was able to connect the rv lead after unscrewing the connection header however, there was a gap between the lead and header. The gap was filled with biological glue. The patient condition was stable.